Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to a leak in the system. It was further reported that the device was no longer functional and the cuff would not refill with fluid due to the leak in the cuff. The patient became incontinent. Following surgery the patient's continence was restored.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. There was a leak in the cuff shell due to fold wear. The balloon and pump were not functionally tested due to the cuff leak. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to a leak in the system. It was further reported that the device was no longer functional and the cuff would not refill with fluid due to the leak in the cuff. The patient became incontinent. Following surgery the patient's continence was restored.